Manufacturer narrative:
The user returned the device to the french olympus subsidiary for further investigation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, after a microbiological routine control on the evis exera ii ultrasound gastrovideoscope, the user detected an unexpected contamination. There were no reports of patient harm or any contamination associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and add the culture results and cds checklist inadvertently omitted from the initial medwatch report. The customer provided their cleaning, disinfection, and sterilization process. There was no reported patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. During the pre-cleaning process the customer aspirates water through the channels and flushes out the air/water, auxiliary, balloon, and the forceps elevator wire channel using an unspecified enzymex.. The manual detergent was enzymex and no manual disinfectant was used. The suction channel, suction cylinder, balloon channel, channel port and distal end / areas around elevator were manually cleaned using manual brushes. For the soluscope 4 automated endoscopic reprocessor (aer), the customer uses a soluscope cln (detergent) and soluscope paa (disinfectant). The scope was stored horizontally. Olympus is the maintenance company used by the customer. The scope was not sterilized. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. The root cause of this phenomenon could not be identified. Based on the results of confirmation of the device and the investigation results olympus is unable to judge the relation between the device and the positive culture event. Olympus will continue to monitor the field performance of this device.

Event description:
The sampling detected gram positive bacteria (bacilli). The confirmed bacteria levels were below action-level and satisfied the french regulations. The sampling points were all channels and the tip. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.